Manufacturer narrative:
Device not returned. Ccds staff and hcp are in discussion to obtain necessary information concerning the issues as well as working to retrieve the mask. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported difficulty breathing, shortness of breath. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.